Manufacturer narrative:
Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The customer stated the system was not giving any errors but the fluid was leaking to the bottom of the hydro assembly. Service visited on (B)(6) 2011. The field service engineer (fse) replaced fitting at no foam tubing, and left extra fittings with the customer.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from no foam canister on unicel dxc 600i synchron access clinical system. No injury was reported and there was no effect to patient or user.